Event description:
(B)(4). Brain fog, vision problems, heart palpitations, continued chest pains-visits to cardiologists over this, another autoimmune diagnosis, metallic taste at times, pelvic pain, low back pain, scheduled to have a hysterectomy, abnormal menses, weakness in grip, numbness /tingling, muscle twitching, insomnia, aching toe joints, shooting pains when breathing in at times.

Event description:
Serious weight gain , fatigue, started migraines, diagnosed with hypothyroidism, hair loss, sharp pains in groin at times, acne, hair growth in areas not wanted, hot flashes, uncontrollable sweating at times, can no longer tolerate heat, dizziness, moodiness, swelling all over, bloated belly, tender lower legs, easily bruise, under arm odor change, chest pain in past, allergies started. (B)(4).